Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. Information was provided that this lens was implanted more than 13 years ago on (B)(6) 2009. Follow up information was provided that indicated the patient consulted an optometrist, who told consumer to use eye drops as her eye was very dry. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient vision was no longer the same and experienced dry eye. The optometrist prescribed the eye drops as her eye was very dry. No additional information available.